Event description:
The physician was in the process of treating the patient's type ii endoleak with a ruby coil and penumbra pxslim microcatheter. When the technologist removed the mandrel, the distal tip of the catheter separated at the point where the proximal marker of the catheter. There was no patient contact with the device and the physician completed the procedure successfully.

Manufacturer narrative:
Device investigation: results: the catheter is fracture approximately 3.2 cm from the distal tip. The catheter also appears to be pinched approximately 1.0 cm proximal of the fracture. The distal portion of the catheter is still on the tip shape mandrel but not in the position it was shipped in. Conclusions: the complaint has been evaluated. The complaint indicates that the catheter fractured while removing the tip shape mandrel from the distal tip which was confirmed during the device evaluation. The fracture occurred in the middle of a material and is not at a junction. It was also noted that the catheter is pinched proximal of the fracture. When the mandrel is properly inserted so that the shaped tip portion of the catheter is on the shaped portion of the mandrel, the region that is pinched would have the end of the mandrel inside. Therefore, it appears that the operator pinched the catheter onto the mandrel, trapping the mandrel in the lumen of the catheter. Then, when attempting to remove the mandrel, the catheter was broken when the operator pulled to overcome the friction. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.